Event description:
During insertion of self-tapping anchor, the driver shaft tip broke. Physician attempted to complete insertion with a second driver, shaft tip broke on second driver. Insertion of anchor completed with unk instrument. No injury to pt reported.